Manufacturer narrative:
Eval results: the lead was returned incomplete. Microscopic inspection revealed fluid intrusion in the base of the paddle and throughout both lead bodies. One lead body had electrocautery damage breaching the outer tubing at 5cm distal to the paddle. In addition, the lead body for channels 1 -8 was cut 33cm from the distal end to the paddle; the cut was consistent with explant procedure. Continuity testing was performed to analyze the channels and no electrical open(s) were observed. Resistance was measured on the complete portion of the lead (9 through 16). The complete portion of the lead passed all functional testing. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was experiencing inadequate coverage. Reprogramming attempts to provide resolution were unsuccessful. As a result, the pt underwent surgical intervention on (B)(6) 2013. During the procedure, the doctor inadvertently cut the lead. As a result, the lead was explanted and replaced (with a different model). Surgical intervention resolved the pt's issue.